Event description:
A malfunction occurred when the customer had their pump sitting in damp shorts. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections and an alternate method for insulin therapy.